Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one straight non-coring needle was returned for evaluation. Visual and microscopic evaluations were performed on the returned device. The needle appeared to be partially detached from the hub. A partial circumferential break was noted on the needle, proximal to the needle hub. The manufacturing site review states, visual inspection of the images showed a 22g straight non-coring needle as the only component to be evaluated. A closer view revealed that the cannula was partially detached from the connector. Therefore, the investigation is confirmed for the identified fracture issue. The investigation is unconfirmed for the reported deformation issue as more specific fracture was identified during investigation. However, the investigation is inconclusive for the reported device damaged prior to use issues as the exact circumstances at the time of reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was being prepped for a port placement procedure using power port MRI isp. Prior to the procedure, it was reported that the needle allegedly was found skewed. There was no patient contact.